Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, patient death occurred. An unknown size taxus liberte stent was implanted. The patient was "sick" and expired after an unspecified time. The cause of death is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).